Event description:
The accounts biomed stated that the patient positioning monitor alarm has no volume when at the lowest setting. The medium and high setting are working fine.

Manufacturer narrative:
The biomed replaced the scale/ppm circuit board to repair the bed.